Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscpe had no image. The issue was found during reprocessing. No patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer allegation was confirmed. Based on the results of the investigation, the charged coupled device unit was broken and therefore, there was no image displayed. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.